Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: 180404-002563,180503-001848,180503-001862,180503-001882,180503-001887,180503-001895,180503-001900,180503-001906,180503-001913,180503-001930,180503-001938,180503-001955,180503-001964,180503-001965,180503-001967,180503-001968,180503-001971,180503-001996,180503-001999,180503-002001,180503-002003,180503-002006,180503-002007,180503-002013,180503-002015,180503-002018,180503-002080,180503-002117,180503-002122,180503-002125,180503-002127,180503-002128,180503-002131,180503-002133,180503-002137,180503-002140,180503-002142,180503-002144,180503-002147.

Event description:
Dexcom was made aware on 04/04/2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.